Event description:
A caller reported encountering a tandem mobi cartridge alarm during the load process. There was no adverse impact to the customer's blood glucose level. The caller received assistance from technical support to remove the cartridge from the pump, deliver a 9-unit bolus, and was informed about the impact on the insulin on board. After being unable to reload the original cartridge, the caller successfully loaded a new cartridge and resumed insulin therapy with guidance from technical support, resolving the issue.